Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged ECG electrode) has been confirmed. Upon investigation, the electrode belt cable connecting ECG "c" and ECG "d" was severed in half and the cable attached to ECG "d" was missing. The root cause for the missing ECG electrode and cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient stated that an ECG electrode had detached from the electrode belt.